Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown).attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, the patient had previously been implanted with a gynecare prolift and prefyx pps system but continued to have urinary issues. The advantage fit system was implanted on (B)(6) 2008, the prefyx was left in place and the prolift was removed. No complications were noted during the advantage implantation. During follow up in 2009 and 2011 the patient reported no issues. In (B)(6) 2012, the patient reported leakage and that frequency and urgency had returned. She was given a sample 5mg vesicare but never filled prescription. The physician reported that he has not seen the patient since (B)(6) 2012. All other information is unknown and unavailable.

Manufacturer narrative:
Two different implant dates and hospitals were supplied: (B)(6), 2007 and (B)(6), 2008, (B)(6). However, it was not identified which product was implanted on which date.

Manufacturer narrative:
.